Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received. Per additional info received, the pt has experienced an anterior and posterior repair, enterocele repair, and endoscopic bladder neck suspension with protein matrix sling for preoperative diagnoses of symptomatic cystocele, rectocele and enterocele and pelvic relaxation with stress urinary incontinence.

Manufacturer narrative:
(B)(4).